Manufacturer narrative:
Additional troubleshooting was performed without success. At this time, a device replacement procedure is not being planned however may be considered at a later date. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.